Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that her blood glucose was 39 mg/dl, which she treated by eating. The customer also stated that she experienced a high blood glucose around 400 mg/dl one morning, which she attributed erroneous sensor readings shutting her insulin pump off. Nothing further was reported.